Event description:
It was reported that the pump's control-iq software did not adjust insulin delivery as expected. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. A correction bolus was delivered to address bg. The pump data logs were reviewed, and it was found that the pump was functioning as intended. The customer continued to use the pump for insulin therapy.